Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 10/23/96 and removed on 4/4/97 because it was "malfunctioning." In the rec'd info the physician stated that the device was "not staying inflated." Additionally the info stated that the pt had "complained of various discomfort over a period of time." A pump, two cylinders, and a reservoir were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Because qa's examination of the returned components can neither confirm nor disprove the report of "discomfort" qa accepts the physician's observations of such. Examination and testing of the returned components revealed no functional abnormalities. Because no functional abnormalities were detected qa concluded that no functional abnormalities contributed to the reported event. Because the limited info rec'd does not indicate what factor(s) may have contributed to the device "not staying inflated," qa is precluded from determining the cause of the reported event however, due to the device was "not staying inflated." The product data sheet that accompanied this device indicates that involunatary deflations are a potential inherent risk with the use of inflatable penile implants.

Event description:
Per the info provided to co by the hospital, via medwatch report #17-0086-1997-0002, the device was removed due to "malfunction." As reported to co, the entire device was removed.